Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm. Customer's blood glucose value was 173 mg/dl. Customer states the contact on the battery cap was not missing nor damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Advised customer that batteries should be stored at room temperature and be used within expiration date also to clear the alarm with escape and act. Advised customer if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing.